Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator alarmed during patient treatment. The patient was unable to exhale into the ventilator. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) inspected the ventilator on-site and downloaded the log files. The customer has in house-biomedical engineers so no service or repair was performed by our fse. The customer did not duplicate the problem, successfully performed multiple pre-use checks and ventilated a test lung for several hours without alarms or error messages. No parts were replaced and the ventilator was returned to service. Additional information stated that there was a humidifier in the patient circuit. Evaluation of the log files showed that there were several expiratory flow measuring error messages at the time of the event. The alarm indicates a measuring error of the expiratory flow. As long as this alarm is active, the displayed expiratory minute volume and expiratory tidal volume are erroneous. There were no alarms indicating a high pressure which there would have been if the patient had not been able to exhale. No parts were replaced and the fault was not reproduced during biomedical tests, therefore the root cause to the reported event could not be determined.

Event description:
(B)(4).